Event description:
Procedure was a laparoscopic appendectomy using a cardica microcutter device. After being inserted into the patient abdomen and fired, the jaws would not open to release tissue requiring the device to then be dissected out with a harmonic cutter.